Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient opted to have the lead remained implanted. The patient will undergo an explant of the ipg.

Manufacturer narrative:
Additional information was received that the patient's explant procedure was cancelled due to non-device related accident. There will be no further course of action at this time.

Event description:
A report was received that the patient could not get stimulation on her back. High impedances were noted. Data base analysis revealed that high impedances were measured on several electrodes. The patient was provided warranty replacement for the lead but the patient decided not to move forward with the revision. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the reason for the explant of ipg was due to tenderness. It was also reported that there was a possible lead fracture.

Event description:
A report was received that the patient could not get stimulation on her back. High impedances were noted. Data base analysis revealed that high impedances were measured on several electrodes. The patient was provided warranty replacement for the lead but the patient decided not to move forward with the revision. No further course of action will be taken.

Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg and did well postoperatively. Malfunction was suspected with the ipg.

Manufacturer narrative:
Ipg sc-1110-02: device evaluation indicated that the ipg passed all required tests performed and no anomalies were found. Lead sc-8216-70: device evaluation indicated that the paddle lead was cut and the paddle was not returned. The complaint of impedance anomalies could not be verified. X-ray inspection found no fracture on the remaining lead.

Event description:
A report was received that the patient could not get stimulation on her back. High impedances were noted. Data base analysis revealed that high impedances were measured on several electrodes. The patient was provided warranty replacement for the lead but the patient decided not to move forward with the revision. No further course of action will be taken.

Event description:
A report was received that the patient could not get stimulation on her back. High impedances were noted. Data base analysis revealed that high impedances were measured on several electrodes. The patient was provided warranty replacement for the lead but the patient decided not to move forward with the revision. No further course of action will be taken.

Event description:
A report was received that the patient could not get stimulation on her back. High impedances were noted. Data base analysis revealed that high impedances were measured on several electrodes. The patient was provided warranty replacement for the lead but the patient decided not to move forward with the revision. No further course of action will be taken.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient could not get stimulation on her back. High impedances were noted. Data base analysis revealed that high impedances were measured on several electrodes. The patient was provided warranty replacement for the lead but the patient decided not to move forward with the revision. No further course of action will be taken.